Event description:
It was reported that the pump infused antibiotic over one (1) hour instead of two (2). Pump was programmed to infuse over two (2) hours (50 ml/hour) however when clinician retuned to the room they noticed that the medication bag for the antibiotic was empty. The patient was closely monitored for and adverse effects however there was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.